Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
No new information.

Event description:
The following information was provided: it was reported that the patient's left hip was revised due to infection. A head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.